Manufacturer narrative:
(B)(4). Applicable 510k# for u.s. Distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that a air leak occurred during the patient use. The source of the leak could not be identified. Extubation and reintubation of a replacement tube was required.